Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. There was no log data on the reported day of the event. The last ilet data available was on (B)(6). Log data from (B)(6) 2025 showed multiple gaps of no ilet dosing activity, indicative of the ilet being turned off for long periods, confirming the cds's report. The available log data did show the ilet was operating as intended. On (B)(6) 2025, the user turned off the volume on the ilet, which could have been in this same state on the day of the event, however that is not confirmed. The low glucose alarm (<54 mg/dl) would trigger audibly despite the volume setting. Without further information, an assignable cause cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/23/25, a beta bionics cds reported that a patient experienced a hypoglycemic event leading to hospitalization. Her significant other found the patient sweating and her bg was at 20 mg/dl. The patient reported that no alalrm triggered for the low glucose. The ilet was turned off at the hospital. The patient was treated with d50 and her bgs rose to the 200s but dropped again to 38 mg/dl. The ilet was then physically removed. The patients bgs came back into range. It was not reported if the patient was admitted to the hospital nor when she was discharged. The cds also reported that there were large gaps in the patients bionic report, although the patient stated they were using the ilet. Customer care made multiple attempts to gather additional information without success.